Event description:
As reported by the patient¿s attorney, a obtryx transobturator mid-urethral sling system (MFR report #5099803-2014-00258) and an pinnacle duet pelvic floor repair kit(MFR report #3005099803-2014-00251) were implanted into the patient on (B)(6), 2008. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.